Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0824, awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) on an unspecified date. Consumer reported that she has a plethora of issues. She has not seen a doctor for all of her new issues popping up. She had a skin disease because of metal toxicity. Among gynecological issues that list goes on for days. She was having a hysterectomy soon to remove these coils and her uterus that was permanently damaged and her fallopian tubes as well. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a skin disease because of metal toxicity (interpreted as allergy to metals). She was having a hysterectomy soon in order to remove the coils and her uterus that was permanently damaged and her fallopian tubes as well. Metal toxicity was considered serious due to its medical importance and was considered listed in the reference safety information for essure. The other events were considered serious due to their medical importance and unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, it was not specified what type of skin disease the consumer had. It was also unknown what type of damage occurred in her uterus and fallopian tubes. Considering that essure device may have contributed to occurrence of these events, a causal relationship cannot be totally excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious event was reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a skin disease because of metal toxicity (interpreted as allergy to metals). She was having a hysterectomy soon in order to remove the coils and her uterus that was permanently damaged and her fallopian tubes as well. Metal toxicity was considered serious due to its medical importance and was considered listed in the reference safety information for essure. The other events were considered serious due to their medical importance and unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, it was not specified what type of skin disease the consumer had. It was also unknown what type of damage occurred in her uterus and fallopian tubes. Considering that essure device may have contributed to occurrence of these events, a causal relationship cannot be totally excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious event was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up identified on 04-nov-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2405). Consumer stated that her life changed forever on (B)(6) 2011. She experienced severe bleeding and stated that normally each month a woman needs maybe a box of tampons or a pack of pads; however with essure she needed double that sometimes triple. The first few months she thought she was dying; the clots, and amount of tissue that passed was ungodly she thought she was passing part of her organ out or having a miscarriage; each month it was that heavy; clots could be up to the size of her fist balled up, on average the clots were the size of golf balls. She went to emergency room once or twice and was diagnosed with pid (pelvic inflammatory disease and ibs (irritable bowel syndrome) with no real cause. Periods went from hemorrhaging over a day to three to five days, which was her normal period for about 2 years. After two years, she started to spot for a week before her period and a week after this continued up until she got a total abdominal hysterectomy; bilateral salpingectomy in (B)(6) 2015. The pain that came with the periods was unbearable; felt like you were being hit by a mack truck, being backed up over and over again. She knew it was happening as she would begin cramping a few days before. The pain was so severe with periods in the first few days, she would not even move. This was happening to her for 4 years, each month until it started to happen twice a month, when her period was every 14 days with spotting in between; then some months she missed periods and then next she bled extra heavy and went through 3 packs of pads. The last year she could not wear tampons, as her cervix was too inflamed and she found out recently to wear them was why it was so painful. The sharp stabbing, it was as if you were being stabbed by a knife in your uterus over and over and it was never ending. Some days she would have to wear panty liners because she did not know if she would wet from the discharge from the amount of fluid being held in uterus from the inflammation. The summer of 2015, she started to lose libido. She did not regain it yet after surgery, but slowly fell it is coming back. She was experiencing bleeding after sex and major pain after sex. Her entire body hurts, like she had a fever or was sick and she ached all over and never had energy. She experienced chronic pelvic pain from day 1 implantation and it disappeared immediately after surgery. She started to have trigeminal neuralgia worsening when she had a flare up. A colonoscopy at the age of (B)(6) to figure out why she was experiencing issues with bowels; a plethora or neurological symptoms: tingling in fingers, hands, wrists, arms do not go away; in her face, lips and head; stroke symptoms, tia symptoms, mood swings, seizures from side effects from muscle relaxers which is now allergic to; brain fog, which improved since removal; short term memory loss, confusion, forgetting words, mixing words up just being lost and in daze and checked out; major symptoms of ms and she was tested. She was allergic to foods, to many medications and it makes it almost impossible to treat an allergic reaction or infection because of the allergies she was experiencing; hives and rashes that covered her back, and side and belly; face had boils, and severe acne reaction from side effects from medications. She was taken care of acne for the most part, but she still has acne on back and bottom. On (B)(6) 2015, she got a total abdominal hysterectomy removing uterus, fallopian tubes with essure coils and cervix. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a skin disease because of metal toxicity (interpreted as allergy to metals). She was also diagnosed with pelvic inflammatory disease (pid), uterine inflammation, stroke symptoms (interpreted as stroke), tia symptoms (interpreted as transient ischaemic attack, seizures and suspicion of multiple sclerosis among non-serious events. Her uterus was permanently damaged as well as her fallopian tubes. She had a total abdominal hysterectomy and had fallopian tubes, cervix and essure coils removed. These events are serious due to their medical importance. All these serious events are listed, except for skin disorders, stroke and tia symptoms, seizures and multiple sclerosis. In this particular case, considering the nature of these events and lack of alternative explanations, the allergy to metals, skin disorders due to metal toxicity, pelvic organ injury, fallopian tube injury, pid and uterine inflammation, their causal relationship with essure cannot be excluded. However, considering the nature of stroke and tia symptoms, seizures and multiple sclerosis and localized action of essure in the fallopian tubes, a causal relationship with essure is excluded. This case was regarded as incident since a surgical intervention was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.